Event description:
It was reported that during a sigmoidectomy procedure, the handle was too hard to grasp and the clip did not come out at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Empty. The analysis results of the el5ml found that the instrument was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and activation of the lockout mechanism, thus it "was hard to grasp". The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visible after 13th clip is fired. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.